Event description:
On (B)(6) 2009, patient reported on his infusion device, the infusion adapter will go on and stay, but will not fully tighten. He stated it will tighten, catch, and then go loose again. Patient reported the adapter was 10 days old. Had the patient remove the insulin cartridge and change to a new adapter. Patient reported this adapter also caught, and then went loose again. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.